Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that there were noise episodes seen which resulted in non-sustained oversensing and pacing inhibition. Technical support was contacted and advised that the noise was most likely caused by electromagnetic interference (emi). The device was not reprogrammed as the physician believed there was not a malfunction of the device. The patient was stable with no serious adverse consequences.